Event description:
On (B) (6) 2010, the lay-user/pt contacted lifescan alleging that a one touch ultra 2 meter had read inaccurately erratic. The medical surveillance specialist (mss) spoke to the pt on (B) (6) 2010, but she was unwilling to provide additional info. The pt manages her diabetes with insulin. However, the details of her insulin regimen were not provided. The pt did not provide a date/time as to when the alleged issue began. She reported meter readings of "265 and 72 mg/dl." However, the time difference between the reported tests was greater than 20 minutes. The pt claimed that she developed symptoms of being sweaty a "couple weeks" after the alleged issue began. The pt denied receiving treatment because of the alleged issue. It would have been helpful to know the pt's testing frequency, her medication and diabetes management regimens, and what actions the pt took before and after the symptoms developed. In addition, it would have been helpful to know what meter readings the pt obtained before and after the symptoms started. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.